Manufacturer narrative:
On 9-dec-2021, the product investigation was completed as the complaint device was not returned. It was reported that an unknown patient underwent an unknown ablation procedure with a soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade and tachycardia arrest (being considered ventricular tachycardia) requiring pericardiocentesis and symptom management. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade and tachycardia arrest (being considered ventricular tachycardia) requiring pericardiocentesis and symptom management. When the sound star (ss) was connected to the echocardiograph, the echocardiograph was not recognized. The cable was reconnected, but the issue continued, the issue was resolved by changing the catheter to another one. After that, pvi and svci conducted. At was induced, ablation was performed again at an early stage (near sinus) for about 10 seconds with stsf at 50w, resulting in tachycardia arrest. When isp was administered, blood pressure decreased, and as a result of confirmation with a body surface echo, pericardial effusion was present. During the procedure, blood pressure decreased to approximately 50, but improved with drainage (approximately 250 cc). There was no particular admonition to stsf in the physician's comment. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 15-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a soundstar eco 8f ultrasound catheter. The patient suffered cardiac tamponade and tachycardia arrest (being considered ventricular tachycardia) requiring pericardiocentesis and symptom management. Device evaluation details: visual analysis of the returned sample revealed that it was in good normal condition. Then, deflection, carto 3 visualization, acuson ultrasound, and atlas transducer tests were performed and the device passed the tests. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A manufacturing record evaluation was performed for the finished device g9202279 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)